Event description:
On 2025-may-05, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving baclofen via an implantable pump. It was reported that the patient experienced "skin incision breakdown". Surgical intervention occurred on (B)(6) 2025. The hcp opened the pump pocket, washed the pump pocket out and re-sutured the pump pocket because the patient had a breakdown of initial incision. The was no pump or catheter issue and no sign of infection. The issue was resolved at the time of this report. Additional information was received from a physician that reported the patient had fluid in the pocket and was experiencing withdrawal symptoms. On (B)(6) 2025, the physician drained fluid out of the pocket and revised the catheter, removing the pump segment and part of the spinal segment of the previously implanted 8780 and replacing with a new pump segment from a new 8780.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2018. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 30-apr-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that during the revision the catheter was unable to be aspirated but was not misaligned or disconnected. This issue was resolved after the catheter revision.